Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0hz81, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a return of symptoms and had terrible pain and spasms. The patient was trying to reach their manufacturer representative. The manufacturer representative had called the patient and left them 3 messages. The patient was told to call the manufacturer and have their manufacturer representative paged. The patient was having huge problems and their health care provider (hcp) was out for the week and they needed help. The patient was implanted 6 days ago and everything was fine. Then 4 days ago the stimulation became very painful and the patient woke up having cramping and spasming from the back down to their legs. The spasms would come in waves where they would have pain for 30 seconds and then it would stop and then come back. The stimulation was currently off and the patient had turned it off about 3 days ago. Even with it off, the patient still had the spasms. The patient had their programmer with them and they were able to see the lightning bolt in the upper left hand corner. Stimulation was not currently off and the patient was on program 1 at 3.7v. The patient was able to turn stimulation down to 1.25v and it was comfortable standing. When they sat down the stimulation was too strong and painful, and the patient was able to turn it down to 1.0v and that was comfortable both sitting and standing. The patient felt they should turn it up so it would control their symptoms better, but would leave it on the current setting as it was not causing any pain. The patient would speak to their hcp regarding direction on how long to leave on the current setting and they would track their symptoms. The patient was going to see their pain hcp today. It was noted that the patient turned the stimulation down to 1 about 2 days ago and had a return of symptoms. The patient increased back to 3.7v even though it was painful because they did not want to be incontinent. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.